Event description:
A patient reported that they experienced ¿tenderness/pain¿, ¿a capsule that was rock hard¿ and ¿had to have a mass removed¿. Patients spouse later reported ¿pain, discomfort¿ ¿split in half¿. Later, healthcare professional reported "rupture", "painful breasts" "complaining about the jowls and the neck area" and "ptosis". This record is for the right side. The device has been explanted and replaced, it's unknown if it will be returned.

Manufacturer narrative:
This is a follow up to emdr 9617229-2024-0011553. A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility / palpability is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility / palpability.